Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during a pacemaker implant procedure during use of the delivery catheter system serious bending occurred. The delivery catheter was removed and exchanged for another system. The left ventricular (lv) lead was advanced to the target position but the lead could not be affixed well. The lv lead was removed and exchanged for another lead. No patient complications have been reported as a result of this event. The lv lead implant was attempted after the product use before date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).